Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2019 regarding a patient receiving fentanyl (20 00mcg/ml at 1487mcg/day) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that a catheter revision occurred. No environmental, external, or patient factors that may have led or contributed to the issue were given, and troubleshooting included aspirating the catheter. It was further clarified that the revision occurred due to the catheter moving down in the space, and was done to provide more optimal therapy. The issue was considered resolved at the time of report and the patient's status was alive - no injury. No patient symptoms were reported and no further complications were reported or anticipated.